Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the leads were attached, the atrial lead had high threshold measurements. The physician decided to reposition the lead. The device was removed and the atrial lead was difficult to unscrew and then was repositioned with good measurements. After that, the patient became restless and had low blood pressure. The resuscitation team stabilized the airway. An emergency echocardiogram showed an iatrogenic pericardial effusion. A pericardial puncture was done to drain the effusion. The next day the drain was removed and the patient was released from the hospital. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.